Event description:
The dentist reported that 4 months after the dental implant was installed in intraoral region around #6 it was verified its non osseointegration. 15 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV).